Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with the myopotential over-sensing exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.